Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient.

Event description:
"It was reported that on (B)(6) 2024 the bottom locking mechanism on the coda anterior cervical plate malfunctioned and the screws on the bottom of the plate backed out. On a lateral x ray you can see the locking mechanism sticking out. Patient outcome unknown."

Event description:
It was originally reported to pioneer that on (B)(6) 2024 the bottom locking mechanism on a coda anterior cervical plate malfunctioned and the screws on the bottom of the plate backed out. The locking mechanism could be seen protruding from the plate on a lateral x-ray. Patient outcome was initially unknown and the event was reported to the FDA on 04/09/2024. Pioneer has since received additional information that a revision surgery was performed on (B)(6) 2024 to remove the hardware. Patient. Outcome is unknown.

Manufacturer narrative:
A device history record review cannot be completed as a batch number for the device was not provided. Based on the lack of information provided regarding this complaint; a root cause determination cannot be made. Should additional information be provided that aids in the investigation of this complaint, the complaint will be reopened.